Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received compromised force sensor system. The customer¿s blood glucose level was 155 mg/dl. The customer was able to clear the alarm and was able to complete the rewind insulin pump. The customer was priming his tubing when he received pump error alarm. Troubleshooting was performed. The insulin pump will not be returned for analysis.